Event description:
Event: pt expired. Case details: resistance was felt while attempting to dilate the sheath. The clear sheath separated from the handle as the dilator was advanced. A second sheath was inserted without difficulty. Vital signs were noted to be stable. Further access to perform the case could not be established. The physician used a competitor balloon to try to improve access. During balloon use it appears that artery ruptured. The pt subsequently expired.